Manufacturer narrative:
To date, product has not been returned for further investigation. The xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing year of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.